Event description:
It was reported that on (B)(6) 2024, a 27mm epic valve was implanted in the patient. During hospital stay, infection by pseudomonas was noted, regular gradient was noted after release (average 3,5) and treatment with lixiana and ciprofloxacin. The cause of pseudomonas was central line infection due to hospital stay. On (B)(6) 2024, patient presented with increased gradients (average 10), paravalvular leak, mitral insufficiency (im) and tachycardia. Lixiana was removed, aspirin and sintrom were introduced. A follow up was conducted on an unknown date in (B)(6) 2024, good leaflet motion with high gradient (10 vs 3,5 at initial release). The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device stenosis, paravalvular leak, regurgitation and arrhythmia were reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted. Reportedly, the cause of pseudomonas was central line infection due to hospital stay. Medication was provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.